Manufacturer narrative:
Implant date updated to (B)(6) 2001.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced dizziness and lightheadedness. The right ventricular (rv) lead displayed some paced beats with loss of capture and high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced dizziness and lightheadedness. The right ventricular (rv) lead displayed some paced beats with loss of capture and high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.